Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event.

Event description:
It was reported that during use on a patient the fiber optic catheter was not working on a cardiosave intra-aortic balloon pump. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. A getinge field service engineer (fse) evaluated the ibp and determined that the issue was caused by the fiber-optic catheter and not the iabp. The iabp was used to complete therapy on a patient as it was never removed from clinical use.

Event description:
It was reported that during use on a patient the fiber optic catheter was not working on a cardiosave intra-aortic balloon pump. There was no harm or injury to patient and no adverse event was reported.